Manufacturer narrative:
Product complaint (B)(4). Summary: pictures were provided for analysis. During visual inspection of the pictures, unopened samples of product code y338, lot pk6838 inside opened box of product code y316h could be observed. Due to mismatch a further investigation as performed into our system. The code y338 is related to a needle CT-1 p with a violet moncryl suture in diameter 3-0¿ and length 27 inches and the product code y316 contains a needle sh with a violet moncryl suture in diameter 3-0¿ and length 27 inches. Additionally, the product code y388, lot pk6838 was manufactured on 2019-09-18 with expiry date 2024-08-31 and the product code y316, the lot number is not clear; however, the expiry date is on 2024-12. These product codes were manufactured between three and four months of separation; therefore, this issue could not have happened in our sites.the manufacturing records could not be reviewed as the batch number is unknown for product code y316. However, none of our reconciliation counts are out of the normal range and no non-conformance was issued for the additional involved batch. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you know if the sh box was completely sealed when it was discovered with the CT needles in it? What did the customer order? Sutures with sh needles or CT-1 needles? Can you provide the lot number and product code of the product which is on the box with the sh needle?

Event description:
It was reported that inside of the suture box labeled with sh needle, other suture packs with cd-1 needle were discovered. There were no patient consequences reported. Additional information has been requested.